Event description:
It was reported that an explant of an intraocular lens (iol) was performed in a secondary procedure due to an unexpected postop refraction. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye showed the lens was torn and damaged most probably due to the explant process. Also one haptic was incomplete. Visual inspection using a microscope at 12x magnification showed the lens can be identified as multifocal lens because of the presence of rings on the optic surface. Further analysis on the lens was not possible due to the condition of the returned lens. A review of the manufacturing records showed no deviations or nonconformities. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The tecnis acrylic multifocal intraocular lens reported was released within the diopter specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Implant date is unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.